Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal uterine lesion resection on the patient, breakage occurred. Another batch of suture was used and operation was successfully completed.